Event description:
It was reported that the user stated the charger was not working, and the support agent attempted basic troubleshooting by asking the user to remove the case, after which the user declined and ended the call. Symptoms included no clinical effects. Outcomes included no impact beyond the reported charging issue. Investigation included telephone-based troubleshooting and user education efforts without success. Investigation of this case revealed no confirmed device or component failure because troubleshooting could not be completed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient information.

Manufacturer narrative:
Initial.